Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited multiple error message of blockage detected. It was reported that the issue did not resolved, and the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected, and functional tests were performed, and the pump failed downstream occlusion calibration. Further investigation of the pump found that the downstream occlusion sensor's connector on the microprocessor board was defective and damaged. The connector on the microprocessor board was the root cause of the issue. The microprocessor board will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.